Manufacturer narrative:
The customer reported problem cannot be determined. The device was returned unrepaired. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6)2017 to present date (B)(6)2020, and confirmed that this device was not previously returned for servicing. The device was returned unrepaired. Also, there were no production failures indicated on the source device.

Event description:
It was reported by the customer that there were alarm - error codes / messages- channer error received. No patient involvement is noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that there were alarm error message, channer error received. No patient involvement is noted.